Manufacturer narrative:
Device evaluation: visual and microscopic evaluation found that the threads on the set screw are damaged from what appears to be misalignment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was pre-operatively diagnosed with lumbar spondylolisthesis and underwent an unspecified surgery. During surgery, locking screw slipped. The product came in contact with the patient. No patient complications were reported as the result of the event.